Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A final report will be provided upon completion of the investigation.

Event description:
Procedure performed: lavh. Event description: during the deployment step, the bag completely detached and did not expand on the support frame. Only the retrieval structure was returned; the bag was not attached. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to affect this event. Additional information provided by [distributor] via email on (B)(6) 2026: the bag completely fell off the metal supports. The tips of the supports were exposed inside the patient. The bag fell off immediately upon the full deployment of the actuator during bag manipulation to unroll the bag the actuator was not pushed forward, retracted, and fully deployed because the bag slipped off as soon as the supports were extended just a little at the tip. Type of intervention: user replace with a new one to complete this surgery. Patient status: fine.